Event description:
It was reported that during a lsh procedure the device would not work, the jaws would not open and replace light came on. A second device was pulled and the same thing occurred. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.